Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call of issues with customer's high blood glucose levels. The customer's blood glucose level was 476mg/dl. The customer treated the high with manual injection. The father states since receiving replacement pump the customer's blood glucose levels have been running high. The father states they will be monitoring the device and blood glucose levels. The customer will be calling back if issues persist.